Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the impedance issue was not determined. The physician decided to implant the battery since we were getting motor responses below 2 on all electrodes. The reason for the out of range impedances is unknown, however, person from it the rep talked with stated that sometimes impedances can be artificially out of range right after surgery and come back into normal range in the future. His weight is unknown. No further steps will be taken unless doctor notifies me that patient is not seeing results. If that happens, it will be up to the doctor what course of action to take.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, and urge incontinence. The reason for call was the caller indicated that they were seeing high impedance values on all electrodes with some out of range values. The caller indicated that they reran impedances and then some values were completely out of range. The caller indicated that they ran impedances when the ins was in and out of the ins pocket, at the time of the call the ins was in the pocket. The caller provided the following impedance values: re3 c 2129ohms 1 3555ohms 0 3222ohms 2 >4000ohms ref 2 c3334ohms all bipoles >4000ohms ref 1 c 1613ohms 0 2485ohms. The caller programmed cycling on programs and increase intensity to check for motor response and provided the following feedback: with p1 active they were getting below response at 0.3ma and toe response at 1.1ma. With p3 active they were getting below response at 1.1ma and toe response at 2.2ma. The caller indicated that they were seeing similar response on all electrodes when testing with the j-hook, prior to the call. The caller indicated that they checked to ensure the lead was torqued down by applying tension to the lead prior to calling and verified that the lead did not pull out of the header block. The issue was not resolved through troubleshooting. Tss reviewed information about impedance and therapy. The caller will review information with the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.